Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) sheath insertion using 0.035inch guide wire, the guide wire was unable to advance due to foreign material in the inner sheath. Replaced with competitor¿s sheath to continue therapy. No patient injury was reported.

Manufacturer narrative:
The 7.5fr introducer sheath and dilator were returned with blood found on the interior and exterior. No damage was observed on the sheath. The iab catheter and guidewire were not returned for evaluation. The returned sheath was measured and it was found to be within specification. The returned sheath was evaluated and no abnormalities were found. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) sheath insertion using 0.035inch guide wire, the guide wire was unable to advance due to foreign material in the inner sheath. Replaced with competitor¿s sheath to continue therapy. No patient injury was reported.